Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2012-03891 & 1627487-2012-03892. It was reported the patient is experiencing a shocking sensation with and without stimulation in addition to her stimulation moving to different areas of her body. Lead diagnostics showed invalid impedance values for the scs leads. Follow-up identified that x-rays showed one of the scs leads has slightly pulled out of the scs ipg header. X-rays also showed the s8 lead appears to be on its side in addition to the octrode lead migrating. Further follow-up identified the issue has not been resolved. Subsequently, the patient's stimulation has been turned off. There is a possibility that surgical intervention will be taken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.